Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance was greater than 3,000 ohms. There was also loss of capture at maximum output; fluoroscopy revealed a clear break in the lead in the subclavian area, possibly near the suture site. The ra lead was explanted and successfully replaced. The patient was not dependent and no additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead impedance was greater than 3,000 ohms. There was also loss of capture at maximum output; fluoroscopy revealed a clear break in the lead in the subclavian area, possibly near the suture site. The ra lead was explanted and successfully replaced. The patient was not dependent and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fractured conductors approximately 25 cm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported failure to capture and high pace impedance measurements were likely the result of the lead damage observed by the laboratory.